Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had ongoing pump thrombus suspicion with admission for exacerbated heart failure symptoms with lactate dehydrogenase increase with peak at 600 u/l. A log file review was requested. There were no unusual events recorded in the log file event history. The mcs equipment was operating as intended. The pump parameters trending typically was not suspect of thrombus. Noted the patient was at times sleeping on battery power which is not recommended.

Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this investigation, as no product or images were submitted. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) and exacerbated heart failure symptoms could not be conclusively established. It was reported on (B)(6) 2020 that the patient was admitted for exacerbated heart failure symptoms with elevated ldh levels. It was also reported that the patient has had ongoing pump thrombus suspicion. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. A review of the submitted log file from (B)(6) 2020 found that the pump maintained a speed above the low speed limit. The system appeared to be operating as intended and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate ii lvas instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. In addition, the IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU warns that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep as a sleeping patient may not hear system alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this investigation, as no product or images were submitted. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) and exacerbated heart failure symptoms resulting in death could not be conclusively established. It was reported on (B)(6)2020 that the patient was admitted for exacerbated heart failure symptoms with elevated ldh levels. It was also reported that the patient has had ongoing pump thrombus suspicion. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. A review of the submitted log file from (B)(6)2020 through (B)(6)2020 found that the pump maintained a speed above the low speed limit. The system appeared to be operating as intended and there were no notable alarms active in the log file. It was reported through patient outcome that the patient passed away due to heart failure on (B)(6)2020. No additional information was reported. No autopsy was performed, and the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6)2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis, hemolysis, and death as adverse events that may be associated with the use of heartmate ii lvas. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous report was inadvertently submitted with incorrect data in section g3 - date received by manufacturer. Section g3 of the previous report, follow-up number 2, should be corrected to (B)(6)2021. Additionally, the information regarding exacerbated heart failure and patient death was submitted in error. This information has been deemed non-reportable because this was a destination therapy patient that was implanted with lvad due to heart failure and was admitted due to exacerbation of heart failure. There were no device alarms, or issues with lvad therapy or any malfunctions associated with the event. There were no changes to lvad management reported.

Event description:
It was reported through the patient outcome, the patient passed away due to heart failure on (B)(6) 2020. No additional information was reported. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.